Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Investigation of the rdf did not indicate a conclusive cause for the higher than expected rwbc content in the auto drbc products. It is possible that a process error occurred while manually delivering the storage solution which contributed to the elevated rwbc content. It also cannot be ruled out that a measuring, sampling, or other process error contributed to the elevated rwbc content. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: the disposable set was returned for evaluation. The set was inspected visually. No manufacturing assembly issues nor defects were found. It was noticed that the rbc additive solution frangible was broken, which should not have been, in the beginning stages of the post collection process. Also the white channel clamp was open and the yellow bypass clamp was closed. It's suspected that the customer broke the frangible seal too early in the post collection process. There were 84 mls of fluid in the returned set. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the event experienced by the customer. Root cause: investigation of the disposable set suggests that the level alarm was the result of the frangible connector being broken too early in the process. Though not conclusive, based on the available information, it cannot be ruled out that the storage solution was connected and the frangible was broken earlier than expected. This could contribute to the multiple ac disconnect errors, and as a result, lead to the channel volume too high alarm. Possible causes of the leukoreduction failure were included in the initial report for this event. Corrective action: an internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Event description:
The customer originally reported that the trima accel system displayed a message to verify white blood cells (wbcs) in each of the red blood cell (rbc) products. Investigation of the run data file (rdf) indicated that this is not the case. The system displayed messages to verify rbc product, hematocrit and volume. It displayed a message to label as leukoreduced (did not display a message to verify wbcs). They measured the rwbcs in the units per their internal sops, and determined that the wbcs were elevated. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.